Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for evaluation. Low flow alarms were reported, and frequent pulsatility index (pi) events were recorded. It was said that the patient presented to us with low flow alarms on (B)(6) 2025. The patient was found by their family to be minimally responsive with low flow alarms lasting approximately 4 minutes 45 seconds. The emergency medical services (ems) was called. When they arrived, it was said the patient was lethargic, but arousable. They had a few more low flow alarms lasting 0-5 seconds. They were initiated on pressor support and received fluids. The flows were then returned to baseline. Log files showed frequent pi event that occurred from 17nov2025 3:59:21 to 17nov2025 8:16:17. The frequent pi events has quickly filled the log files history and previously recorded information was purged. The trended data did not appear to show any notable trends. Based off the log files, the system controller, (B)(6), seemed to be connected to patient and contained data on (B)(6) 2025. The pump operated as intended throughout the data with no atypical events or alarms. It was said it was unable to tell when the patient was connected to this system controller, (B)(6). The log files from system controller, (B)(6), contained data from on (B)(6) 2000,". There seemed to be clock not set alarms due to the clock being desynced. The clock was set on (B)(6) 2025. The pump operated as intended throughout all data. This controller was first connected to a pump with timestamp of " on (B)(6) 2000" based on the periodic data, leading to think that the backup battery had not been properly maintained. The periodic log file first captured the left ventricular asist device (lvad) connected at (B)(6) 2000 20:50:10. The last incorrect date / time stamp recorded by the event log file was (B)(6) 2000 8:54:30. On next recorded event, the log files recorded was a clock sych at (B)(6) 2025 18:01:00. It was said the system controller was likely connected, about 36 hours before, on (B)(6) 202518:01:00. There was an incorrect date / time stamp on the system on the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The exchanged system controller (serial number (B)(6)) was not returned for analysis. The provided log files from this controller did not capture any atypical events or alarms, and the system operated as intended throughout the data. Available information for this event indicates that this controller was exchanged sometime after the events captured within the log file; however, questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.